Event description:
This lead was explanted due to insulation damage (break). No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 55 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. The analysis showed a deformed conductor coil 39.5 cm proximal to the lead tip and a damaged insulation 35 cm proximal to the lead tip. A thorough root cause analysis revealed that these damages probably resulted from the surgery. Due to the fragmented state of the lead and not returned proximal fragment further inspections were not feasible. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.